Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that there was no backup battery for the heartstart xl+ defibrillator. There was no patient involvement.